Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in one piece, measuring 97.2 cm. Visual inspection found external abrasion breaching the outer insulation at 89.0 to 89.1 cm from the connector pin, consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.